Event description:
A customer reported her blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. The customer reportedly experienced the following symptoms as a result of being unable to test her blood glucose: shakiness, sweatiness and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly self-treated her symptoms by drinking milk and eating a peanut butter sandwich. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly attempting to use incompatible test strips with her blood glucose meter. Adc customer service educated the customer about test strip compatibility and replaced the product. This case does not involve a product malfunction and no product investigation is necessary. This is the final report.